Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #2 date of submission 12/27/2016 ¿ correction to serial #.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the pump has been returned to animas and evaluated on 09/19/2016 with the following findings: the pump¿s black box showed evidence of short battery life, unexplained pump reboot events, and voltage drops resulting in battery alarms and battery alarms following pump reboot events. There was evidence of moisture contamination inside the battery compartment. During investigation with the returned battery cap, a replace battery alarm was received each time when confirming the ¿verify¿ screen. Investigation showed moisture contamination on the underside of the battery cap contact hub and the ground spring. A test battery cap was then used for all testing. The pump¿s current draws were within specifications. The pump passed a leak test. There was evidence of additional moisture contamination on the battery canister.